Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that during a control x-ray, it was noticed that the inlay was frayed. The patient experienced no pain or any other issues but it was decided to explant and revise.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a revision surgery with unknown reason it was found that the pinnacle inlay, implanted on the 15th of february 2021, was found to be defectivedoi: 15 feb 2022dor: 23 may 2022unknown hip

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> device associated with this report was received for examination. Visual examination of the implant was able to confirm the complaint. The liner presents signs of wear. Additionally, part of the rim of the liner has a large cut most likely caused by instrument and deformation at the opposite side. It is evident that the edge of the liner was loaded by the femoral head and patient body weight while implanted. There are machining lines from the manufacturing process yet visible within the liner which would not be as obviously present had the femoral head been more centrally loaded. The machining lines are present opposite the area of deformation leading down into the center of the radius. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot ==> 1) quantity manufactured: 39. 2) date of manufacture: 04/2020. 3) any anomalies or deviations identified in DHR: no deviations and no nonconformances were identified. 4) expiry date: 05/2025. 5) IFU reference: 090200701 rev. S. Device history review ==> 1) quantity manufactured: 39. 2) date of manufacture: 04/2020. 3) any anomalies or deviations identified in DHR: no deviations and no nonconformances were identified. 4) expiry date: 05/2025. 5) IFU reference: 090200701 rev. S.